Event description:
During a holep procedure, the clear tip of the wolf 26 fr sheath broke off while in the patient's urinary tract. The tip was successfully retrieved from the patient and not retained.